Event description:
It was reported that this atrial lead was dislodged after implant. The atrial lead was explanted and another lead was successfully placed. The atrial lead will not be returned for analysis. No adverse patient effects were reported.